Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze. He was advised to restart the device, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) froze.